Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5,d9,h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the foreign material in the air/water channel and cylinder was a simethicone-type product. The cause for the foreign material remaining in the device was attributed to improper reprocessing, evidenced by leaks occurring at the electrical connector, scope connector, and bending section cover or distal sheath (black covering of the bending section). However, a definitive root cause for the foreign material could not be established. Also, based on the results of the investigation, the cause for the foreign material clogged inside the nozzle could not be determined. The instruction manual states the detection method associated with the event in 'evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection,' and preventative measures in 'evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).' Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material inside the nozzle.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material at the air/water cylinder and tube. There were no reports of patient involvement.